Manufacturer narrative:
The customer said the instrument was running at 2000 rpms, using the assay plate in the swinging bucket rotor when one of the assay plates flew off and got caught in the rotor. The customer stated that the instrument started shaking and smoke was observed. The customer stopped the instrument, opened the door and saw the plate metal pieces all over. No information is available regarding rotor model or assay plate model. The customer declined service, and therefore, the event could not be confirmed. Root cause of the incident is unknown. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) a rotor mishap on allegra 6r centrifuge resulting in destruction of assay plate. The customer observed smoke and stopped the instrument. There were no injuries or fire. Neither fire department nor health department was contacted.